Event description:
The physician did not allege the device or procedure caused or contributed to the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient developed an infection at the exit site of a driveline for a left ventricular assist device. The patient's implantable cardioverter defibrillator was explanted on (B)(6) 2018 due to possible seeding of the infection to the device. The patient expired on (B)(6) 2018, and the official cause of death was sepsis.